Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient stopped wearing the audio processor after a trauma 2 year ago which damaged the processor. Re-implantation is considered.

Manufacturer narrative:
Conclusion: investigation results confirmed a loss of hermeticity at the housing braze joint through micro-leaks. The problems describe in the recipient report appear to match the damage found. Furthermore no effect from the mentioned trauma was found on the device. This is a final report.

Event description:
The recipient stopped wearing the audio processor after a head trauma 2 years ago when the audio processor was damaged. Due to personal reasons, the recipient was not able to attend a device assessment earlier. Meanwhile the audio processor was lost by the user. The recipient was re-implanted.